Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed; no conclusion could be drawn, as no device was received and no lot number was provided.

Event description:
Pt participated in a (B)(4) study of 1 or 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All pts received posterior fixation with either uss or click'x systems. Preoperative diagnosis was spondylolisthesis degenerative. Pt was implanted with uss for supplemental fixation. Pt had been experiencing pain for 16 months. Surgery date was (B)(6) 2002 and postoperatively pt experienced pain and a shunt malfunction, requiring surgery. This complaint is 3 of 14 for the same event. This complaint is on the left screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed; no conclusion could be drawn, as no device was received and no lot number was provided.